Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during the laser step of a refractive surgery, the suction ring suddenly lost suction. Suction could not be performed when the operator tried to proceed with surgery. The operation was completed smoothly by using another patient interface. No patient impact was noted.